Event description:
International affiliate reports pt had two level fusion, l4-l5-s1, for isthmic spondylolisthesis with moss miami fixation, using cross connector and screws only at l4 and s1. Pain had been ongoing since the procedure. CT scan suggested 2 level non-union and loosening of sacral screws. Revision surgery found metal staining and fracture of pedicle screw at its shaft at s1 on left. The screw positioned at s1 on right was found to be loose. This report is being filed for the pedicle screw located at s1 on the left side that is reported to have been stained and to have fractured. Mfg medwatch report# 1526439-2009-00158 is being filed for the second screw that is reported to have loosened.

Manufacturer narrative:
No conclusions can be made at this time. The device is intended to be a temporary fixation device to aid in the process of fusion. Breakage can occur due to delayed union or non-union as well as with cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device. The cause of the reported staining on the device cannot be determined. Medwatch report will be filed. A f/u medwatch report will be filed if the eval of the returned device reveals something other than that which is stated above.